Manufacturer narrative:
Product event summary: analysis confirmed the reported event; system errors were found in the programmer error log files. Lem (link electronic module) printed circuit board assembly component failure, cause unknown.

Event description:
It was reported there was an occasional strange beeping sound after start up. It was further noted that the programmer stopped responding to the stylus, and restart was needed. The programmer was returned for service. No patient complications have been reported as a result of this event.